Event description:
It was reported by service report that the pt left side rail handle was broken and would not latch in the upright position. It is unk if there was pt involvement, however no adverse consequences are reported.